Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced a sudden loss of therapy and high impedances were measured on one of the leads. During a revision surgery visual inspection showed a kink on the lead between the most distal contact and the next contact. Intra-operative testing showed high impedances for both the lead and the extension. Both the lead and the extension were replaced, and cut during the revision surgery. Following the revision stimulation and impedances were ok. It was reported that there was no patient injury and the patient outcome was ok.